Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a button error alarm. Customer reported removing the battery, but the alarm persisted. The customer also reported the buttons did not work properly on the insulin pump. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.